Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia as well as insulin pump had no delivery alarm. The customer's blood glucose was 42 mg/dl at the time of incident. The customer was treated with the manual injection. Customer stated that they have tried all remedies and do not want to troubleshoot. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.